Event description:
It was reported that patient presented to the clinic experiencing fatigue. Upon interrogation, the pacemaker exhibited backup vvi operation. A device download was performed successfully. The patient was in stable condition, and would continue to be monitored.